Event description:
While on the robot for robotic laparoscopic cholecystectomy, an instrument was placed in the trocar forcefully and cut the rubber seal off the trocar cap. It was found in the abdomen during the procedure. Confirmed at the end of the case where it came from and that we had all the pieces.